Event description:
Two patients were involved and experienced ripping of skin upon removal of the blue sensor vl electrodes. The patients were provided with additional care.

Manufacturer narrative:
We are unable to verify the reported failure (electrode/gel too sticky) as no sample was returned for investigation.. Review of production record shows that lot 1001139644 has passed production self-inspection and qc inspection with no deviation found. Double-coated adhesive raw material was tested with the faceside adhesion test and liner releasing-gram test, which showed that the corresponding lot was delivered within specifications as per certificate of analysis. Test report on electrode peel force has been reviewed showing that the verification test was within specification, ruling out product design issues. The IFU 0226 cardiology surface electrodes instructs on electrode removal: ' gently lift the tab or the edge of the electrode, maintaining a low profile, and slowly pull off the electrode from the skin, holding and supporting down the newly exposed skin as the electrode is removed. Keep the electrode close to the skin surface when pulling back over itself. Avoid removing the electrode at 45-degree angle, to reduce the risk of mechanical trauma'. The possible cause for the reported failure could be due to within lot adhesion performance variation of certain spot of the adhesive material. Production, technical team and quality control have been made aware of this feedback via quality alert. We will continue monitoring the market for similar incidents.